Event description:
The physician reopened the pocket to reposition the atrial lead due to bad lead values. The lead was unsuccessfully repositioned and was replaced with a competitor's lead. This lead has been discarded by the hospital. No additional info is available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.